Manufacturer narrative:
Manufacturer's investigation conclusion; the heartmate iii system controller (serial #: (B)(6) log file was evaluated after it was reported that there were backup battery faults. The submitted log file spanned approximately 6 days (06jan2021 ¿ 13jan2021 per timestamp). There were no notable alarms in the log file. Good faith efforts were sent asking if the reported alarms were resolved with a controller exchange, if any product would be returning for analysis, and if there were any troubleshooting steps taken; however, to date no response had been received. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped on 07apr2020. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for a patient with multiple controller exchanges and modular cable exchange for persistent backup battery fault alarms. During the analysis of the log files technical services observed a low voltage hazard alarm, this was due to the patient running the batteries down below the low voltage hazard threshold. The batteries lasted over 16 hours. There were no backup battery fault alarms present within the log files.